Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified issue expelling air from a homechoice cassette; further described by the nurse as ¿air expelling failed¿ (no further detail). This occurred at the patient¿s home during an unspecified step of automated peritoneal dialysis therapy. The cassette was replaced with a new cassette and the therapy was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.